Manufacturer narrative:
The product was received on (B)(6) 2016 and evaluated by quality engineering. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2015, that the transformer housing of her advanced personal double breast pump broke open exposing the underlying electronics, which is a safety risk.